Event description:
Further follow-up indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
It was reported that ipg was unable to communicate with external devices after an unrelated medical procedure. Troubleshooting was unable to resolve the issue, and the ipg was deemed inoperable. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system was unable to successfully maintain a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of event is estimated the results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that ipg was unable to communicate with external devices after an unrelated medical procedure. Troubleshooting was unable to resolve the issue, and the ipg was deemed inoperable. Surgical intervention may be pending to address the issue.